Event description:
It was reported that after deployment of a vascular stent in the superficial femoral artery, the upper third of the stent appeared to be fractured. Another stent was placed distally to completely treat the lesion. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot history records are under review. The investigation is currently underway. Note: although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as a similar device to a PMA approved device sold in the u.s - PMA p070014.